Event description:
Implant failed due to implant fracture at/ delivery.

Event description:
The initial report did not have the correct event type documented, the correct event type, injury, is provided in this follow up report.